Manufacturer narrative:
The customer discovered that an accutni reagent pack was mis-loaded and not in the correct slot of the reagent storage carousel. Product labeling instructs customers how to load reagent packs. Reagent packs must be properly loaded to run an assay. Service was dispatched per customer request for issues unrelated to this event.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding low troponin (accu tni) results generated by the access 2 immunoassay system for six patient's samples. The results were reported out of the lab. After the physician questioned results, the customer discovered a reagent pack was mis-loaded and therefore, not in the correct slot of the reagent storage carousel. The samples were repeated on a properly loaded accutni reagent pack and higher results were obtained. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.